Event description:
Pt was hospitalized for hyperglycemia. Pt reports that infusion site was 6 days old and pump had a "change battery warning" and was not working. It is not clear as to whether the pt was wearing the device at the time of the hosp admission or not. Pt was in a coma and blood sugar was 2000 upon admission. Device not returned for eval.